Event description:
It was reported that during training an infusion set site failed because the user forgot to remove the needle cover when deploying the inset infusion set, which led to the infusion set being deployed incorrectly and prompted shipment of a replacement. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user and trainer. Investigation of this case revealed no device problem and identified a usage problem consistent with incorrect deployment of the infusion set. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.